Event description:
(B)(6) 2017 notified that sanofi-genzyme issued letter voluntary recalling "one lot of synvisc-one lot #7rsl021." On (B)(6) 2017, this pt was injected with this affected lot number of synvisc. Next day (B)(6) 2017, pt called stating she was having "extreme pain" requiring pain medicine. (B)(6) 2017 nursing note - documents, pt's phone call reporting her "extreme knee pain" after this injection. One vial synvisc-one injected into left knee. Therapy date: (B)(6) 2017. Diagnosis or reason for use: osteoarthritis.